Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 120 mg/dl (patient's meter) and 350 mg/d (pharmacy's meter). The patient experienced symptoms of thirst, frequent urination, and hunger. The patient's mother gave her son 3 units of insulin as a corrective dose based on the doctor's instructions. The patient's mother provides the medicine since the patient is young.